Event description:
Bioform field clinical specialist reported patient with severe swelling from nose to chin and lower lip after injection of radiesse and lidocaine in 2007. She was sent to allergist, who treated her in office with benadryl, solumedrol, zantac, epi (x2), singular, xyzal and oral prednisone. In office, it was noted that patient's tongue had begun to swell so patient was sent to ER.

Manufacturer narrative:
During follow-up with allergist, dr. Reported that patient was administered another dose of solumedrol at ER and improved 50-60%. She was kept overnight as a precaution to prevent rebound reaction. She was released from ER the following day with a prescription for oral prednisone. Dr. Felt it was an allergic reaction and diagnosed it as acute angio-edema with mild anaphylaxis. During follow-up with patient, it was reported the severity of the swelling decreased the day of the ER visit. However, the swelling continued for one week. The patient stated, that the allergic symptoms have now resolved and she is doing well.